Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the loss of therapy was caused by the removal of the extension. It as also stated that no troubleshooting was performed and the infection is now resolved.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient developed a pocket infection. It was also reported that they planned to remove the extensions and implantable neurostimulator (ins) about 3 months ago, but this did not occur; the ins and extensions were explanted on a later date. When inquired if there were any symptoms related to the infection, it was stated "unsure, obviously loss of therapy". A new implantable neurostimulator (ins) and extension were implanted. It is unknown when the issues began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.